Event description:
It was reported that pump displayed malfunction alarm with code and fault indication but no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully performed reset without recurrence of malfunction, and was advised to continue using pump and to call back if malfunction code appeared again, which customer understood and acknowledged.